Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24-mar-2026, it was reported by a sales representative via (B)(4) that an ar-9831 rf probe's plastic sleeve peeled off inside a patient's shoulder during a case. Ribbon was removed from the patient's shoulder with no other effect.